Event description:
This procedure was performed in (B)(6). Renal arteriography and left artery angioplasty were conducted on (B)(6) 2012. In the surgery, a 6x8mm paramount mini stent was placed in and released properly on the lesion section, after which the lesion section was found to have been greatly improved during radiography for re-examination, blood flowing through the stent smoothly and filling into the left kidney. The surgery finished successfully. However, when renal arteriography for routine examination was conducted on (B)(6) 2013, the stent was found to be fractured. The broken stent is still inside the patient now and no treatment has been adopted.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested. Should it become available, a supplemental report will be submitted. (B)(4): stent implanted (B)(6) 2012.